Event description:
It was reported during a da vinci assisted intraperitoneal onlay mesh (ipom) umbilical hernia surgical procedure that a piece of cable fell off at the operating site during surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.